Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board, cine drive, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when booting up the system the workstation displays a cine disk unavailable error, and would not boot up. There was no patient injury or death reported.